Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving intrathecal unknown morphine (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that her pump previously had "ripped out of the pocket" and the patient could flip it and move it around. The patient had "god awful pain that I never want to feel again." It was reported the patient had surgery in february and they had to move the pump. It was noted the patient was very happy with the pump overall.